Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was unable to be confirmed as there were no log files submitted and to date, no product has been returned for further analysis. The provided information indicated that while on battery power, the patient did not have spare 14v batteries, therefore when the 14v batteries fully depleted, the system relied on the 11v backup battery. The pump reportedly stopped after the backup battery depleted. Multiple attempts were made to obtain log files and the system controller serial number; however, no additional information was provided. The root cause of the pump stop was determined to be user error in allowing the 14v li-ion batteries and system controller backup battery to operate for too long, resulting in the 14v batteries and 11v backup battery becoming fully depleted. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 3, entitled ¿powering the system¿, warns as 14v li-ion batteries age, their lifespans decrease. This section also provides instruction on how to use the on-battery power gauge to read the charge levels on the 14v battery and how to change depleted batteries. The heartmate 3 instruction for use, section 2, ¿system operations¿, notes that the 11v backup battery provides at least 15 minutes of backup power and is only intended for a power emergency. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6 (medical device problem code): correction no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was traveling with 4 batteries. The batteries were depleted, and the patient did not have backup batteries available. The pump stopped after the backup battery (ebb) depleted. The patient was transferred to the hospital for a pump exchange. The patient was initiated on an intra-aortic balloon pump (iabp) and veno-arterial (va) extracorporeal membrane oxygenation (ECMO). A pump exchange was performed on 28may2024. The sewing ring was not exchanged, and a graft-to-graft anastomosis was performed.